Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced a diabetic coma while driving and was transported to the hospital. Troubleshooting was performed. The bolus history revealed that the customer bolused a high amount of insulin the day before and the day of the accident. The customer also believes that the cause of low blood glucose was due to strenous activity.